Event description:
It was reported that during a surgical procedure the physician withdrew the extension body(rear tip extender) rte due to a measurement issue. The device was found that the two sides were not the same length, so the physician withdrew the extension body. A patient outcome of stable was reported. Additional information received that the physician was unable to insert the cylinder at one side. A 16cm cylinder and a 1cm rte remain implanted. The device will be returned for analysis. Additional information received that during installation of the rte, it was found that one side of the penis was bent, causing asymmetry between the two sides. After several attempts, the result was not satisfactory, and the penis was finally removed.

Event description:
It was reported that during a surgical procedure the physician withdrew the extension body(rear tip extender) rte due to a measurement issue. The device was found that the two sides were not the same length, so the physician withdrew the extension body. A patient outcome of stable was reported. Additional information received that the physician was unable to insert the cylinder at one side. A 16cm cylinder and a 1cm rte remain implanted. The device will be returned for analysis. Additional information received that during installation of the rte, it was found that one side of the penis was bent, causing asymmetry between the two sides. After several attempts, the result was not satisfactory, and the penis was finally removed.

Manufacturer narrative:
Additional information received that initially, the term penis was used for the cylinder component. The cylinders were deflected slightly after the cylinders were implanted. Once the rte was removed the cylinders looked good. An allegation related to a measurement issue was reported. Five sets of rear tip extenders returned (3cm, 2cm, 1.5cm, 1cm, 0.5cm). All rear tip extenders were measured; no abnormalities were identified. Product analysis was unable to confirm the reported events.the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of penile curvature is included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required.